Event description:
Complainant stated that the pins sheared off and the bucky fell off one of the mammograph machines. Complainant stated that there was no injury involved, but that there could very well have been. The machine is mfg by bennett and the repairman told the director, that there have been other machines that the pins have broken on and that bennett is aware of this problem, but do not intend to recall, only to repair the machines as the pins break and people complain. Complainant stated that they are not willing to subject their pts to a possible injury when it could be prevented and feels that FDA should do something about it.